Manufacturer narrative:
As the product got not returned, a definite root cause can't be determined. In similar cases the cutting loop got exposed to excessive force caused it to break.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported, "at the beginning of the procedure, as soon as the resection began, the loop broke, separating it completely, requiring it to be rescued from the cavity.".